Event description:
It was reported that a piece of the drain was found inside of the patient's knee during imaging. An additional surgical procedure had to be done to remove the piece of device from the patient. No patient impact was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿do not reuse [warnings] ¿concerning use 1. Do not forcibly insert y-connector into inlet (a) beyond a check valve. The check valve will not work. 2. Prevent hematoma formation due to insufficient aspiration of wounds. Healing may be delayed or infection may develop. 3. Prevent damage of drain tube. Drain tube may rupture and may remain in the body. 4. Care should be taken not to damage the blood vessels and tissues when inserting a puncture needle. Great care should be taken particularly when using this product in the head since serious complications including epidural bleeding and subdural bleeding due to the damaged blood vessels may occur. The sharp needle of the drain tube may damage the blood vessels and tissues. [Contraindications/prohibitions] ¿concerning use 1. Do not reuse. 2. Do not use as an intracavitary drainage. Pulmonary alveoli may be aspirated. ¿this product is contraindicated in the following patients: patients with a history of anaphylactoid symptoms caused by natural rubber. [Device description] drain tube (material: polyvinyl chloride) bulb and balloon (material: natural rubber) volume 400 ml/cc aspiration pressure 100-120 mmhg outside diameter of drain 2.3 mm, 3.2 mm, 4.7 mm, 6.3 mm 1 unit of aspirator container - 1 drain tube - 1 y-connector set composition 1 suction adapter polyvinyl chloride (pvc) is used for the drain tube of this set and di-(2-ethylhexyl)-phthalate is used as plasticizer of pvc. [Indications for use] davol¿ reliavac¿, which is placed in operative cavities, is indicated for drainage of blood and exudates, etc. [Instructions for use] a. When one drain tube is used: 1. Insert a drain tube into the site where fluid or blood in the wound cavity accumulated. 2. Trim the distal tip of the perforated portion of a drain tube to an appropriate length. 3. Puncture a normal tissue proximate to small incision with a puncture needle attached to the drain tube. Pull the unperforated portion of the drain tube until its black mark appears on the skin surface. Aspiration cannot be performed unless the perforated portion is under the skin. 4. Remove trocar only by cutting off the drain tubing at angle of 45 degrees one inch from end of trocar. 5. Connect directly the drain tube to a y-connector. B. When two drain tubes are used: 1. Cut the center of the perforated portion of the drain tubes. 2. Insert one drain tube into the wound cavity as described above (a). 3. Attach a puncture needle on the unperforated portion of the other drain tube. Then insert the tube into the wound cavity as described above (a). 4. Open the tip of the closed arm of the y-connector and connect two drain tubes to it. 5. Connect the y-connector to the inlet (a) of davol relia vac aspirator. C. When davol¿ reliavac¿ device or aspirator is attached to wall suction: 1. Insert a y-connector into the inlet (a) of davol reliavac device or aspirator. 2. Insert a suction adapter into the outlet (b). 3. During the use of wall suction, a balloon will inflate and drainage will flow over the balloon surface from the inlet (a) to the outlet (b). 4. To discontinue the wall suction, remove the suction adapter and close the lid of the outlet (b). Note: do not use wall suction connected to davol reliavac device or aspirator if its aspiration pressure exceeds 210 mmhg (28.0 kpa). D. Initiation of suction 1. Confirm that the lid of the outlet (b) is open. Expand and contract the bulb quickly and continuously to inflate the balloon. 2. Close the lid of the outlet (b) and suction will automatically start. Note: normal hissing sound will stop when the maximum aspiration pressure is reached. Possible reflux of fluid to patients is reduced by a check valve while davol reliavac aspirator is being reactivated. For measuring drainage volume, open the lid of the outlet (b) and deflate the balloon. E. Drainage discharge 1. Open the lid of the outlet (b) 2. Invert the aspirator container 3. Discharge the drainage by expanding and contracting the bulb to inflate the balloon. F. For reactivating suction 1. Repeat step d above. G. Drainage measurement 1. Open the lid of the outlet (b). 2. Deflate the balloon. 3. Measure the drainage volume. *silicone oil is applied to the balloon made from natural rubber for protection. Silicone oil that may accumulate in the aspirator container will not be problematic in use. [Precautions] 1. Concerning use the balloon of the davol reliavac device or aspirator is made of natural rubber. ¿allergic reactions may rarely be caused by natural rubber including: itching, redness, urticaria, swelling, fever, dyspnea, asthmatic symptom, hypotension, shock, etc. If these symptoms occur, discontinue use of this product immediately and see your doctor for appropriate measures. 2. Important precautions ¿prior to use read this package insert. ¿this product is intended for physicians¿ use. ¿this product should be used only by qualified physicians completely familiar with the procedure. ¿this product should not be used for any purposes other than indications for use. ¿this product is a sterilized device. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if the package is opened, damaged or the expiration date has passed. Do not resterilize. ¿after use, dispose as medical waste in accordance with applicable laws and regulations. ¿follow ¿instructions for use¿ to prevent a risk of hematoma formation due to insufficient drainage of wound fluid. ¿when this product is connected to wall suction for use, care should be taken so that suction pressure will not exceed 210 mmhg (28.0 kpa). ¿check whether drainage has flown in the aspirator. If it did not flow in, the causes may be as follows: 1. All fluid in the wound cavity may have been removed. 2. The drain tube may be occluded. The occlusion should be treated by flowing irrigation solution under physicians¿ instruction. 3. Wall suction pressure may be exceeding 210 mmhg. 4. For deflated balloon: check whether air leaked from any connection or the perforation of the drain tube is outside the skin. Exchange the aspirator container for a new one if the balloon remains deflated after checking. ¿for stable suction in use without connecting this product the wall suction to close operative wounds, expand and contract quickly and continuously the bulb in the following cases: 1. Air flew partially in the closed wound. 2. Air pocket was formed during operation. ¿insert a safety pin into the hole of carrying strap to fix it on patient¿s cloth or a bed side. ¿to avoid damage or breakage of the drain tube, care should be taken in the following. 1. Do not make an additional perforation in the drain tube. 2. Avoid perforating through the drain tube and suturing. 3. Do not ligate on the drain tube. 4. Fix the outside portion of the inserted tube from the punctured site straight along the skin surface to prevent disturbance of drainage flow. 5. When closing operative wound, check whether the drain tube can be moved freely and exercise care not to break it. ¿avoid using pointed, toothed or sharp instruments for removing the drain tube. It should be removed gently by hand. Surgical treatment may be required when the drain tube is difficult to remove or was broken. ¿great care should be taken to avoid occlusion in the drain tube. 3. Malfunction and adverse events (1) malfunction ¿poor aspiration ¿drain tube abnormality (kink, rupture) ¿y-connector abnormality (drain tube separation, air leakage) (2) significant adverse events ¿epidural bleeding, subdural bleeding ¿bleeding, hematoma, or inflammation due to aspiration of tissues during the removal of the drain tube. ¿infection ¿allergy caused by natural rubber (3) other malfunction ¿occlusion at the inlet (a) ¿balloon abnormality in the aspirator container (inability to inflate a balloon, burst) [troubleshooting] 1. When the balloon does not inflate (1) is the lid of the outlet (b) closed? (2) the metal valve under the bulb may not work properly. In such case, tap or pick the metal valve with a small stick. (3) if the trouble can not be resolved by steps (1) and (2), exchange the balloon for a new one. 2. When the balloon is difficult to inflate (1) is the bulb expanded and contracted too slowly? (2) the balloon may be difficult to inflate by expanding and contracting for the first several times because the balloon wall is thick so as not to burst easily. 3. When the balloon remains inflated (not deflating) (1) all blood or fluid to be aspirated in the wounds may have disappeared. (2) a wound tube may be occluded. ¿squeeze the occluded part of the tube ¿inject gently about 50 ml of physiological saline into y-connector and connect it to the inlet (a) under physicians¿ judgement. (3) a check valve in the inlet (a) may be occluded. In such case, open the valve with a small stick. (4) if the trouble can not be resolved by steps (1), (2) and (3) above, exchange the balloon for a new one. 4. When the balloon deflates rapidly. (1) are not the side orifices of the wound tube outside the skin? (2) is the wound tube connected to a y-connector adequately? (3) is y-connector connected to the inlet (a) fully? (4) the lid of the outlet (b) may not be closed completely. (5) if the trouble is not resolved by steps (1), (2), (3) and (4) above, exchange the y-connector for a new one. [Mechanism of action] the balloon in the aspirator container is inflated by blowing up through the metal valve of the bulb. Drainage is aspirated into the container by aspirator pressure generated when the balloon deflates. [Storage and expiration date] 1. Storage store in a cool, dry place at room temperature protecting from direct sunlight. 2. Expiration date it is indicated on the direct package and outer box." (B)(4) the device was not returned.

Event description:
It was reported that a piece of the drain was found inside of the patient's knee during imaging. An additional surgical procedure had to be done to remove the piece of device from the patient. No patient impact was reported.

Manufacturer narrative:
For the reported issue (a piece of the drain was found inside of the patient's knee during imaging. An additional surgical procedure had to be done to remove the piece of device from the patient. No patient impact was reported) the complaint was confirmed. During the visual inspection it was noticed that the drain had stress marks and it was torn from 1 eyelet. Per dimensional assessment the sample was found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "do not reuse [warnings] ¿concerning use 1. Do not forcibly insert y-connector into inlet (a) beyond a check valve. The check valve will not work. 2. Prevent hematoma formation due to insufficient aspiration of wounds. Healing may be delayed or infection may develop. 3. Prevent damage of drain tube. Drain tube may rupture and may remain in the body. 4. Care should be taken not to damage the blood vessels and tissues when inserting a puncture needle. Great care should be taken particularly when using this product in the head since serious complications including epidural bleeding and subdural bleeding due to the damaged blood vessels may occur. The sharp needle of the drain tube may damage the blood vessels and tissues. [Contraindications/prohibitions] ¿concerning use 1. Do not reuse. 2. Do not use as an intracavitary drainage. Pulmonary alveoli may be aspirated. ¿this product is contraindicated in the following patients: patients with a history of anaphylactoid symptoms caused by natural rubber. [Device description] drain tube (material: polyvinyl chloride) bulb and balloon (material: natural rubber) volume 400 ml/cc aspiration pressure 100-120 mmhg outside diameter of drain 2.3 mm, 3.2 mm, 4.7 mm, 6.3 mm 1 unit of aspirator container - 1 drain tube - 1 y-connector set composition 1 suction adapter polyvinyl chloride (pvc) is used for the drain tube of this set and di-(2-ethylhexyl)-phthalate is used as plasticizer of pvc. [Indications for use] davol¿ reliavac¿, which is placed in operative cavities, is indicated for drainage of blood and exudates, etc. [Instructions for use] a. When one drain tube is used: 1. Insert a drain tube into the site where fluid or blood in the wound cavity accumulated. 2. Trim the distal tip of the perforated portion of a drain tube to an appropriate length. 3. Puncture a normal tissue proximate to small incision with a puncture needle attached to the drain tube. Pull the unperforated portion of the drain tube until its black mark appears on the skin surface. Aspiration cannot be performed unless the perforated portion is under the skin. 4. Remove trocar only by cutting off the drain tubing at angle of 45 degrees one inch from end of trocar. 5. Connect directly the drain tube to a y-connector. B. When two drain tubes are used: 1. Cut the center of the perforated portion of the drain tubes. 2. Insert one drain tube into the wound cavity as described above (a). 3. Attach a puncture needle on the unperforated portion of the other drain tube. Then insert the tube into the wound cavity as described above (a). 4. Open the tip of the closed arm of the y-connector and connect two drain tubes to it. 5. Connect the y-connector to the inlet (a) of davol relia vac aspirator. C. When davol¿ reliavac¿ device or aspirator is attached to wall suction: 1. Insert a y-connector into the inlet (a) of davol reliavac device or aspirator. 2. Insert a suction adapter into the outlet (b). 3. During the use of wall suction, a balloon will inflate and drainage will flow over the balloon surface from the inlet (a) to the outlet (b). 4. To discontinue the wall suction, remove the suction adapter and close the lid of the outlet (b). Note: do not use wall suction connected to davol reliavac device or aspirator if its aspiration pressure exceeds 210 mmhg (28.0 kpa). D. Initiation of suction 1. Confirm that the lid of the outlet (b) is open. Expand and contract the bulb quickly and continuously to inflate the balloon. 2. Close the lid of the outlet (b) and suction will automatically start. Note: normal hissing sound will stop when the maximum aspiration pressure is reached. Possible reflux of fluid to patients is reduced by a check valve while davol reliavac aspirator is being reactivated. For measuring drainage volume, open the lid of the outlet (b) and deflate the balloon. E. Drainage discharge 1. Open the lid of the outlet (b) 2. Invert the aspirator container 3. Discharge the drainage by expanding and contracting the bulb to inflate the balloon. F. For reactivating suction 1. Repeat step d above. G. Drainage measurement 1. Open the lid of the outlet (b). 2. Deflate the balloon. 3. Measure the drainage volume. *silicone oil is applied to the balloon made from natural rubber for protection. Silicone oil that may accumulate in the aspirator container will not be problematic in use. [Precautions] 1. Concerning use the balloon of the davol reliavac device or aspirator is made of natural rubber. ¿allergic reactions may rarely be caused by natural rubber including: itching, redness, urticaria, swelling, fever, dyspnea, asthmatic symptom, hypotension, shock, etc. If these symptoms occur, discontinue use of this product immediately and see your doctor for appropriate measures. 2. Important precautions ¿prior to use read this package insert. ¿this product is intended for physicians¿ use. ¿this product should be used only by qualified physicians completely familiar with the procedure. ¿this product should not be used for any purposes other than indications for use. ¿this product is a sterilized device. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if the package is opened, damaged or the expiration date has passed. Do not resterilize. ¿after use, dispose as medical waste in accordance with applicable laws and regulations. ¿follow ¿instructions for use¿ to prevent a risk of hematoma formation due to insufficient drainage of wound fluid. ¿when this product is connected to wall suction for use, care should be taken so that suction pressure will not exceed 210 mmhg (28.0 kpa). ¿check whether drainage has flown in the aspirator. If it did not flow in, the causes may be as follows: 1. All fluid in the wound cavity may have been removed. 2. The drain tube may be occluded. The occlusion should be treated by flowing irrigation solution under physicians¿ instruction. 3. Wall suction pressure may be exceeding 210 mmhg. 4. For deflated balloon: check whether air leaked from any connection or the perforation of the drain tube is outside the skin. Exchange the aspirator container for a new one if the balloon remains deflated after checking. ¿for stable suction in use without connecting this product the wall suction to close operative wounds, expand and contract quickly and continuously the bulb in the following cases: 1. Air flew partially in the closed wound. 2. Air pocket was formed during operation. ¿insert a safety pin into the hole of carrying strap to fix it on patient¿s cloth or a bed side. ¿to avoid damage or breakage of the drain tube, care should be taken in the following. 1. Do not make an additional perforation in the drain tube. 2. Avoid perforating through the drain tube and suturing. 3. Do not ligate on the drain tube. 4. Fix the outside portion of the inserted tube from the punctured site straight along the skin surface to prevent disturbance of drainage flow. 5. When closing operative wound, check whether the drain tube can be moved freely and exercise care not to break it. ¿avoid using pointed, toothed or sharp instruments for removing the drain tube. It should be removed gently by hand. Surgical treatment may be required when the drain tube is difficult to remove or was broken. ¿great care should be taken to avoid occlusion in the drain tube. 3. Malfunction and adverse events (1) malfunction ¿poor aspiration ¿drain tube abnormality (kink, rupture) ¿y-connector abnormality (drain tube separation, air leakage) (2) significant adverse events ¿epidural bleeding, subdural bleeding ¿bleeding, hematoma, or inflammation due to aspiration of tissues during the removal of the drain tube. ¿infection ¿allergy caused by natural rubber (3) other malfunction ¿occlusion at the inlet (a) ¿balloon abnormality in the aspirator container (inability to inflate a balloon, burst) [troubleshooting] 1. When the balloon does not inflate (1) is the lid of the outlet (b) closed? (2) the metal valve under the bulb may not work properly. In such case, tap or pick the metal valve with a small stick. (3) if the trouble can not be resolved by steps (1) and (2), exchange the balloon for a new one. 2. When the balloon is difficult to inflate (1) is the bulb expanded and contracted too slowly? (2) the balloon may be difficult to inflate by expanding and contracting for the first several times because the balloon wall is thick so as not to burst easily. 3. When the balloon remains inflated (not deflating) (1) all blood or fluid to be aspirated in the wounds may have disappeared. (2) a wound tube may be occluded. ¿squeeze the occluded part of the tube ¿inject gently about 50 ml of physiological saline into y-connector and connect it to the inlet (a) under physicians¿ judgement. (3) a check valve in the inlet (a) may be occluded. In such case, open the valve with a small stick. (4) if the trouble can not be resolved by steps (1), (2) and (3) above, exchange the balloon for a new one. 4. When the balloon deflates rapidly. (1) are not the side orifices of the wound tube outside the skin? (2) is the wound tube connected to a y-connector adequately? (3) is y-connector connected to the inlet (a) fully? (4) the lid of the outlet (b) may not be closed completely. (5) if the trouble is not resolved by steps (1), (2), (3) and (4) above, exchange the y-connector for a new one. [Mechanism of action] the balloon in the aspirator container is inflated by blowing up through the metal valve of the bulb. Drainage is aspirated into the container by aspirator pressure generated when the balloon deflates. [Storage and expiration date] 1. Storage store in a cool, dry place at room temperature protecting from direct sunlight. 2. Expiration date it is indicated on the direct package and outer box." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of the drain was found inside of the patient's knee during imaging. An additional surgical procedure had to be done to remove the piece of device from the patient. No patient impact was reported.